Event description:
The reporter stated that upon removal of the catheter, it was discovered that the catheter was broken approx 25 cm from the distal tip. No adverse sequelae were reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.